Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves).

Event description:
It was reported that during use the atrial lead exhibited farfield r-wave oversensing and insulation damage referred to as outer insulation deterioration. It was also reported that the right ventricular (rv) lead exhibited increasing/high short interval counts (sic) and insulation damage referred to as outer insulation deterioration. The atrial lead and rv lead remain in use and patient to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.